Event description:
The facility reported a colleague infusion pump with a failure code of 701:00. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the med. Surg. Department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. This issue has been investigated through CAPA. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 701:00 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.